Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystotomy and repair, cystourethroscopy, lavh w/complex lysis of adhesions, rt. Salpingectomy, lt. Salpingo oophorectomy, posterior vaginal repair, and peritoneoplasty due to sui, uterine prolapse. It was reported that the patient experienced pain, urinary problems, bleeding, dyspareunia, neuromuscular problems and other.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.